Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: adverse event report is being submitted due to symptoms related to diabetes - frequent urination and anxiety.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results obtained of lo. Customer is using discontinued products. Customer using expired test strips (exp2018). The customer¿s expected fasting blood glucose test result is 100 mg/dl. At the time of the call the customer reported symptoms of frequent urination and anxiety; medical attention was not needed at the time. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom, the test strip open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.